Event description:
It was reported that this right ventricular lead was explanted due to not delivering pacing when required. Another lead was implanted instead. This lead will not be returned. No further adverse patient effects were reported.